Event description:
It was rpeorted that the patient underwent a face lift procedure at the physician's office. The patient developed a bilateral abscess and was treated with a course of IV antibiotics. The infection has resolved.